Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device saw head did not run smooth and the saw blade had excessive vibration. It was also noted that the device had a damaged electric motor, strong vibration, heat, damaged gear and cracked ball on rod. Therefore, the reported condition was confirmed. It was determined that the assignable root cause on damaged electric motor, strong vibration, heat, and damaged gear were determined to be wear. It was determined that the cracked ball on rod was determined to be due to inadequate design and manufacturing specifications. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reciprocator device saw head did not run smoothly and the saw blade had excessive vibration. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.